Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: saline mentor smooth round moderate profile 375cc, serial number (B)(4), lot number 6733199. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation primary with a saline mentor smooth round moderate profile 375cc on the right breast implant and with saline mentor breast implant of unknown type on the left breast implant and experienced deflation, ptosis and capsular contracture on the right breast implant and ptosis on the left breast implant. Patient noticed the deflation on the right breast implant. As a result, the patient had undergone removal and replacement with saline mentor smooth round moderate plus profile 375cc on the right breast implant on (B)(6) 2018. It is unknown if the left breast implant was replaced. The left breast implant was explanted on (B)(6) 2018. This medwatch is for the left breast implant.